Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify, how were the dual applicators damaged? 2. Please elaborate on the quality issue experienced with each involved product 3. What is the total number of products which were affected? 4. Are there pictures of the damaged devices available? 5. Were the damaged products used on the patient? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The customer that they had to open multiple boxes due to damaged tips. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Were the damaged products used on the patient? The product was not used in case. Was forced to open 2 more boxes. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Primary UDI number. Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigatinon. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was obtained: lnstituto grifols, s.a. (Ig) upon the reception of the notified incident, it was requested additional information regarding a clarification of how the dual applicators were damaged, which was the quality issue experienced, the total number of units affected, if the product was used on patient as well as the availability of pictures/samples. The following additional information was received: the product was not used in case. Was forced to open 2 more boxes. The tips are not available for evaluation. No other additional information was received to date. According to our standard procedures, it was initiated an investigation focused on the following: investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tip involved, as ethicon is the supplier of vistaseal dual applicator tip. The investigation was focused on reviewing the results of batch records for the batch of tips used. It is concluded that all the components¿ parts utilized for the involved batches met the established specifications with no incidents related. Even though a definitive root cause cannot be determined, considering there were no evidence detected during the manufacturing process of the tips, it can be concluded that the reported notification is not related to the quality of the components used. Highlight the fact that the investigation of the complaint was limited since the sample was not returned for evaluation and no additional information regarding the quality issue experienced was received. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.